Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Animas is aware of additional information that was not included on the initial report for this complaint; the reporter alleged that the ¿bolus stops after 2 units delivered.¿ if this information had been available at the time of the initial report submission, the category and sub-category would have been set as ¿other/unusual¿ instead of ¿history/setting, inaccurate delivery.¿ device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the download history and black box data revealed the last basal delivery and the last bolus delivery was recorded on (B)(6) 2015. The black box data revealed record of an ¿occlusion¿ alarm on (B)(6) 2015 at 08:21. Insulin delivery by the pump was resumed (B)(6) 2015 at 08:51 (30 minutes later). Battery cap and cartridge cap was not returned with the pump for evaluation; test caps were used to complete the investigation. On investigation, the pump powered on normally and was exercised for 24 hours without errors, alarms or warnings. The delivered boluses and basal amounts added up to correctly reflect the daily insulin delivery rate that was programmed. The pump¿s delivery accuracy was tested and found to be delivering accurately and within range. Investigation did not duplicate the any delivery issues and the pump was found to be operating within the required specifications without malfunction. Unrelated to the original complaint, the display was noted to be discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.